Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum in a ligation procedure performed on (B)(6) 2022. During preparation outside the patient, when the device was taken out from the package, it was noticed that "the bands were adhered together." The device was not used and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of bands adhered together. Block h10: the returned speedband superview super 7 (handle assembly and handle assembly) was analyzed, and a visual evaluation noted that the slack's returned position was not take up correctly. The post did not show insertion marks of the trip wire, suggesting that the trip wire was not secured. The suture thread was in good condition. The returned ligator head had seven bands attached, with no damage and were not adhered together; however, some bands had moved from their position and had overlapped. The device was observed under magnification, and the ligator head teeth were bent. The suture hole was in good condition. A functional evaluation was performed by rotating the handle spool. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands adhered together was not confirmed. Upon analysis, it was found that the seven bands attached in the ligator head had moved from their position, and overlapped. The bands were not damaged and were not adhered together. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the post had no marks of insertion of the trip wire, indicating that it was not secured. These conditions, not taking up the slack correctly and not securing the trip wire in the slot on the handle unit, could have caused the malfunction of the device. It is very important to the correct operation of the device that the user take up the slack and secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum in a ligation procedure performed on (B)(6) 2022. During preparation outside the patient, when the device was taken out from the package, it was noticed that "the bands were adhered together." The device was not used and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.